Manufacturer narrative:
The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As noted in the precautions portion of the thruway device instructions for use, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If there is any further relevant information received, a follow up medwatch report will be submitted.

Event description:
Event description: while removing the jetstream they noticed the wire had be fractured inside the patient. A snare was used to remove the fractured piece. A different device (same model) was used to complete the procedure. No patient complications.